Manufacturer narrative:
The system was rebooted and the issue cleared. No system messages were found in the system event log. No service was requested. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A customer reported that the unit did not identify three probes. Additional information provided from the customer indicated that the system would not recognize probes during a vitrectomy procedure. The system was exchanged to complete the case following a 10 to 15 minute delay. The customer indicated that it was possible that the laser component was not turned on or the probe may have not been seated securely in the system. There was no harm or injury to the patient.